Manufacturer narrative:
Cine images were submitted to edwards for review; echo was not provided. The imaging provided was reviewed by edwards medical personnel. Observations/impression: observations: cine demonstrates an rv to pa calcified homograft and a stent in the right pa multiple balloon valvuloplasties performed in the homograft with significant waist noted. Cine demonstrates a stent placed in the homograft and then was post dilated. Significant flaring is noted on the ventricular edge of the stent. There are no images available of the delivery system (ds) being advanced through the stent. Unable to confirm if the ds got hung up on the flared edge of the stent. Final positioning and deployment of sapien valve and reported balloon burst not captured on cine. Post deployment angiogram demonstrates no significant pulmonary regurgitation. Removal of the ds through the sheath with the reported nose cone separation not captured on cine. Final cine images demonstrate a snare successfully capturing and removing the nose cone through the sheath. Impressions: although important clips of the procedure were not included for review (i.e. Advancement of the delivery system (ds), positioning and deployment of the valve, balloon burst, withdrawal of the ds, and mechanism for nose cone separation), based on the configuration of the deployed homograft stent, one can assert that the proximal and distal flares of the stent contributed to the balloon burst. Imaging of the withdrawal of the ds through the sheath was not available for review. Investigation of this event is ongoing.

Event description:
A report was received from germany indicating that during a pulmonic valve replacement procedure, the balloon of the retroflex 3 delivery system ruptured and the distal tip of the delivery system separated. Per report, at the end of balloon inflation, the balloon burst. The valve appeared to be sufficiently anchored but was post-dilated with another balloon to ensure complete valve expansion. When the ruptured balloon was retracted through the sheath, the balloon tore radially and the nose cone separated. The nose cone was completely recovered from the patient with a snare. As reported, no excessive force was used to pull the catheter back into the sheath. The patient had a calcified homograft and a pre-stent had been implanted, as this was a pulmonic case. There were no issues or signs of balloon defect noted prior to use. No actual patient injury occurred and no other problems occurred during the procedure.

Manufacturer narrative:
The retroflex 3 delivery system was returned to edwards for evaluation. Visual inspection of the returned device confirmed the balloon burst and distal tip/nose tip separation. It appeared that the balloon burst longitudinally and translated radially. The distal portion of the balloon and nosecone was completely separated from the delivery system, and the guidewire lumen had separated between the nosecone and balloon port of the y-connector. The separated segment of guidewire lumen was not returned. No visual abnormalities were identified on the balloon under magnification. Dimensional inspection for the double wall thickness of the returned balloon was measured and met specification. Complaint history, IFU/training considerations, fmea assessment, and detailed root cause analysis for returned balloon burst complaints have been summarized by edwards technical summary for balloon ruptures. The technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that balloon bursts occurring during use in the patient have historically had a root cause related to patient or procedural factors rather than device factors. In this case, the complaint for balloon burst was confirmed but no manufacturing non-conformities could be found in the returned device. The available information and the imaging for this pulmonic case suggests that the proximal and distal flares of the patient¿s homograft stent contributed to the balloon burst. Since no labeling or IFU inadequacies have been identified, a preventative or corrective action is not required at this time. The complaint for distal tip/nose tip separation was confirmed. Review of complaint history revealed four similar confirmed complaints of separation after balloon burst. Review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2013 control limits for this failure mode. It can be speculated that the cause for the separation can be related to [protruding balloon material from the balloon burst can cause increased difficulty removing the delivery system leading to damage to the balloon and guidewire lumen. This can ultimately cause the nosecone component/distal portion of the balloon to separate from the delivery system]. The device IFU and training manual was reviewed and no IFU or training deficiencies were identified. As mitigation, the training manual for the retroflex3 delivery system provides procedural consideration in case of a balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. Since no manufacturing non-conformities were found in the evaluation of the returned device, a preventative or corrective action is not required at this time

Manufacturer narrative:
Investigation of this event is ongoing.